Manufacturer narrative:
The device was returned to the manufacturer for full investigation. The complaint was unable to be duplicated by the manufacturing team. The complaint was unable to be confirmed and true root cause remains undetermined. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "burned on the finger when using the a952 generator with a1252c cable. Cable did not ground correctly. No patient involvement. Physician involvement (minor burn)".

Manufacturer narrative:
Awaiting return of the reported device and/or additional information from the complainint to complete the evaluation.

Event description:
The complainant alleges, "burned on the finger when using the a952 generator with a1252c cable. Cable did not ground correctly. No patient involvement. Physician involvement (minor burn)".

Manufacturer narrative:
The nurse was having difficulty getting the a952 diathermy to work- an experienced sales person was face timing the customer to see what was happening and they were trouble shooting- the nurse went to pull the blade out of the handle and it sparked burning one of the fingers on her right hand. The unit was immediately picked up by our staff and a loan one was supplied. The machine was extensively tested by our biomedical dept and the conclusion was that the the nem alarm is not getting activated irrespective of whether a ground cable is connected or not. It is likely that the nurse accidentally activated the monopolar pencil thinking that the unit will not work as no ground cable was connected. The device is currently being sent back to the manufacturer. The root cause is determined to be unexpected component failure. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "burned on the finger when using the a952 generator with a1252c cable. Cable did not ground correctly. No patient involvement. Physician involvement (minor burn)".